Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received and evaluated. The review of the event history log indicated that there were several therapy errors noted on all different days along with a system error (se) 5 and se 2046. Although the reported problem was not specified, it was reported to have occurred on (B)(6) 2014 and the se 5 that was found in the log occurred on that day. The sample evaluation verified the se 5, which referred to a software issue. As a result, the electrically erasable programmable read-only memory (eproms) was reprogrammed and that resolved the software issue. The additional issue of the se 2046 was identified during the sample evaluation, which indicated that the pressure in the negative tank was too low and could not reach the programmed pressure. This issue was resolved by the replacement of the membrane gasket. The hc underwent a visual inspection, functional and electrical testing, along with simulated therapy, but there were no additional defects or malfunctions identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was a "not communicated breakdown" during use of the homechoice device. No additional information was provided as to the nature of the "breakdown". This occurred during patient use, though no patient injury or medical intervention was reported. No additional information is available.